Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that PICC line was inserted in right arm on (B)(6) 2023. On (B)(6) 2024, when going to flush the PICC line, flush leaked around the dressing. On inspection, clear fracture found in the PICC line. Patient was informed and line was removed. Additional information received: exit site marking 18.5cm, secured with a securacath. PICC used for chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that PICC line was inserted in right arm on (B)(6) 2023. On (B)(6) 2024, when going to flush the PICC line, flush leaked around the dressing. On inspection, clear fracture found in the PICC line. Patient was informed and line was removed. Additional information received: exit site marking 18.5cm, secured with a securacath. PICC used for chemotherapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line was inserted in right arm on (B)(6) 2023. On (B)(6) 2024, when going to flush the PICC line, flush leaked around the dressing. On inspection, clear fracture found in the PICC line. Patient was informed and line was removed.